Manufacturer narrative:
Results: a visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. A work order search was performed for similar complaints within the search and no similar complaints were found. Conclusion: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely the root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithm predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be inadequate vault. If predicted length is too long, the result may be an excessive vault. Evaluation newly available, alternate measure devices is ongoing.

Event description:
The reporter stated that, the surgeon inserted a visian icl (implantable collamer lens model micl 13.2mm in 2007 and noticed postoperatively that, the lens was vaulting excessively. The surgeon explanted the lens the next month and put in a shorter lens. The reporter stated that the patient had no adverse events due to this; however, the surgeon wanted to prevent any complications from occurring. The reporter stated it was due to a mismeasurement of the patient's eye.